Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 22109025; medical device expiration date: 03-oct-2025; device manufacture date: 03-oct-2022; medical device lot #: 22109023; medical device expiration date: 03-oct-2025; device manufacture date: 03-oct-2022; medical device lot #: 22079066; medical device expiration date: 05-jul-2027; device manufacture date: 04-jul-2022; medical device lot #: 22109024; medical device expiration date: 03-oct-2025; device manufacture date: 03-oct-2022. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 bd maxplus¿ pressure rated extension set with removable needleless connector each from lots 22109025, 22109023, 22079066, and 22109024 were blocked during the priming process. The following information was provided by the initial reporter: "not able to prime extension set".

Event description:
It was reported that 1 bd maxplus¿ pressure rated extension set with removable needleless connector each from lots 22109025, 22109023, 22079066, and 22109024 were blocked during the priming process. The following information was provided by the initial reporter: "not able to prime extension set."

Manufacturer narrative:
H6: investigation summary. A complaint of extension set not being able to be primed was received from the customer. Four unopened samples of varying lots were received for investigation. Through visual inspection, no defects or damages were observed on the sets. The sets were then attached to a syringe and attempted to be primed. Of the four sets, sample of lot 22079066 occluded. The sample was inspected with a microscope, and excessive solvent could be seen at the female luer. A device history record review for model mp5303-c lot number 22099409 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model mp5303-c lot number 22109025 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model mp5303-c lot number 22109023 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model mp5303-c lot number 22079066 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model mp5303-c lot number 22109024 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A trend for this occlusion issue has been identified for this product line. A CAPA (corrective action preventative action) has been initiated, and a team has been assembled in order to investigate the issue.